Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming and cannot stop pump without the cassette attached. Patient not harmed or affected. No patient injury reported.